Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer received a button error alarm due to jumping into a swimming pool. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted during the visual inspection. No button error alarm was noted during testing. No moisture damage was found on the motor, battery tube or vibrator assembly. However, moisture damage was noted to the electronics assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and scratched reservoir tube window.